Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was not known. Reportedly, customer required assistance obtaining carbohydrates to consume to address bg level. Subsequently, customer consumed too many carbohydrates, leading to a bg level ranging from 250-260 mg/dl with high ketone levels. Customer delivered a bolus, drank water, took a walk, administered manual injections, and changed the infusion set to address bg level and ketone level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.